Event description:
It was reported that pump displayed minimum fill notification when caller attempted to reload cartridge that still contained 80 units or more of insulin. There was no adverse impact to the customer¿s blood glucose level. Caller cleaned pneumatic tap area on pump as instructed, but reloading same cartridge did not resolve issue, so technical support guided caller through properly filling and loading new cartridge, after which cartridge was successfully loaded onto pump and insulin delivery was resumed.